Event description:
Concomitant devices reported: unknown frn nail (part# unknown, lot# unknown, quantity 1) and radiolucent insertion handle (part# 03.033.001, lot# l700510, quantity 1)

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated concomitant devices d10 h3, h6: a product investigation was conducted. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # unk) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The broken off fragment was not returned. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. Document/specification review: the relevant drawing, reflecting the manufactured and current revision, was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing record evaluation: a manufacturing record evaluation for driving cap/threaded (part # 03.010.523 lot # unk) could not be completed because the lot number was not known. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # unk) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings product issue escalation (pie) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown orthopedic procedure, the driving cap broke off inside of the radiolucent insertion handle when backslapping on an unknown femoral recon nail (frn) nail. There was a two minutes surgical delay. The procedure was successfully completed with no patient consequence. Concomitant devices reported: unknown frn nail (part# unknown, lot# unknown, quantity 1) and radiolucent insertion handle (part# 03.033.001, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).